Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the instrument would not fire. No injury or adverse event was reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated four (4) autoclave cycles for the adapter. Since the clinical battery, handle, and reload were not returned, pmv representative devices were utilized for all functional testing. The adapter fully functioned to specifications. The reload was fired on test media and all staples were placed with clean transection. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.